Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was tested with the test equipment: usg-400/esg-400 and a u508 (seal & cut short-circuit error) and u511 (seal short-circuit error) message were displayed during activation with the handle fully closed. A visual inspection was performed on the received device and found there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be lifting or peeling off exposing metal with a portion partially missing. The missing portion of the teflon pad was not returned for evaluation. The device passed the probe check. The distal end of the device was inspected under a microscope found charred stains with scrape marks on the probe unit and side walls of the jaw. Based on the investigation findings, the damage to the teflon pad and errors observed were attributed to metal to metal contact due to no tissue or insufficient tissue between the probe and jaw during extended activation, which resulted in the users¿ experience. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a laparoscopic hysterectomy procedure, while the surgeon was cutting tissue a ¿probe damage¿ error message displayed and the device ceased to work. There was no bleeding reported. A second hand-piece was used and the intended procedure was completed. There was no patient injury reported. Additionally, it was reported that the device was inspected prior/post procedure with no anomalies found.